Event description:
It was reported that, "the surgeon was performing routine removal of non stryker hardware and the tip of the screwdriver broke."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.